Event description:
It was reported that during patient use, a ventilator lost power and then recovered. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The cse replaced the graphical user interface (gui) keyboard.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current level. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.